Event description:
The pt reported that all sounds were unusually loud on march 08,2006 and she also heard a buzzing noise which was not related to the environment. Exchange of the batteries and coil lead was without resolution to the problem.an implant check carried out days later showed that the device had malfunctioned.the pt reports banging the top of her head approximately two months ago, although there was no loss of conciousness,nor requirement for medical attention.she also reports having a heavy cold and cough approximately two weeks ago.